Event description:
Event description guidant received information that following implant the implantable cardioverter defibrillator (ICD) an evaluation of event strips noted consistenet pacing at the lower rate limit, followed by a pacing pause before pacing resumes. All lead measurements are within normal limits and consistent. Attempts at recreating noise with non-invasive maneuvers were unsuccessful.

Event description:
Guidant received information that following implant the implantable cardioverter defibrillator (ICD) an evaluation of event strips noted consistent pacing at the lower rate limit, followed by a pacing pause before pacing resumes. All lead measurements are within normal limits and consistent. Attempts at recreating noise with non-invasive maneuvers were unsuccessful.

Manufacturer narrative:
It is suspected that the pauses in pacing may have been due to the end of the threshold test or an intrinsic amplitude test. Guidant was unable to obtain any additional information on this event. Guidant will provide additional information when it is available. Approximately 68 months later, this device was explanted and returned due to normal elective replacement indicator (eri). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.